Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor. It was reported that the patient had gained some weight so the implantable neurostimulator (ins) had moved around. It is unknown when the movement began occurring. The patient's implant was located in her chest and her bust had gained weight gradually around the ins. It was also stated that the patient turned off the stimulation at night causing her to experience shaking the following morning. When the patient turned the stimulation on in the morning, her symptoms would return and her hands would start to shake like crazy. Beginning in sometime in 2015, the patient's shaking had worsened to the extent that she could no longer cut food or write well; the patient stated her hands were useless. With assistance, the patient used the patient programmer to check the ins and confirmed the battery was ok. The patient noticed that the patient programmer battery was low when she was using it to check the ins as the 9 volt battery on the patient programmer was blinking green. The patient plans to follow-up with her health care provider (hcp) as she has an appointment in a couple of weeks.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported thata resetting of the ins will be done to resolve the movement of the ins issue, but it is not yet considered ready for replacement.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the implantable neurostimulator (ins) was interrogated and the patient was assessed on (B)(6). During this visit, the stimulation amplitude was increased and the patient was started on topiramate. It was also confirmed that the ins battery was slowly draining and was ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.